Event description:
It was reported that when the doctor inserted the screw into the tibia, the tip of the screw driver shaft broke off in the head of the screw. The doctor removed the screw by chisel. It was also reported that this did not cause any adverse consequences or extension of surgery time for the patient.